Event description:
The patient's falls are felt to be a contributing factor to the current vns high lead impedance per the reporter. The vns has been disabled. X-rays were performed, but will not be sent to the manufacturer for review. Vns lead revision surgery is planned, but has not occurred to date.

Event description:
Reporter indicated the patient was tentatively scheduled for vns lead replacement surgery on (B)(6) 2012. The patient later had vns lead replacement surgery performed on (B)(6) 2012. The explanted lead will not be returned per the hospital policy.

Event description:
Reporter indicated via clinical notes dated (B)(6) 2012 received to the manufacturer that the patient experienced increased depression due to the vns being "nonfunctional". The vns settings were not back up to therapeutic levels, but the patient was also likely experiencing high lead impedance at the time. "Patient's depression can certainly get worse since his vns has been nonfunctional. He is now approximately 1/2 of his formal settings and this possibly will be helped. I don't see any other reason why. "

Event description:
An implant card was received to the manufacturer indicating the vns lead was replaced due to a lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance with vns systems diagnostics testing on (B)(6) 2012. The patient recently had vns generator replacement surgery performed on (B)(6) 2012, and vns diagnostics were within normal limits at the surgery. The patient has been referred back to the surgeon and x-rays have been ordered. The patient has had 'falling spells' recently per the reporter, but these are felt to be purely behavioral and not actual seizures as the patient is unhappy in his group home. Attempts for further information are in progress.